Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through hard density tissue, the stylet of the needle allegedly bent. It was further reported that it had difficulty in removing the needle from patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 03/02/2025. The correct g3 date is 03/03/2025. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided, and it was reviewed. In that photo, nine maxcore biopsy devices were shown inside the plastic cover and the needle bent can't be able to be seen clearly in any of those devices. Based on the provided photo, both reported needle bent and difficult to remove cannot be confirmed. Therefore, the investigation is inconclusive for both reported issues as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through hard density tissue, the stylet of the needle allegedly bent. It was further reported that it had difficulty in removing the needle from patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.